Event description:
A complaint was rec'd from a caretaker in a residential facility. Pt stated that he tried to test a pt's blood sugar using excel off brand reagent strips in an elite system and would only receive a result of 120 mg/dl. In addition he stated that the meter simply would not count down. No result to a diabetic pt could represent a serious medical condition. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does provide or support the use of excel off brand reagent. At that point in the conversation the call was terminated. Re-contact at the number that the caller provided was incorrect and no further communication was possible. The complaint is considered closed for purposes of MDR.